Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) procedure due to unspecified reason. All the components were removed and replaced with a new aus system. No information about the patient's outcome was provided. No more information is available at the moment. Additional information received. The aus was replaced because it was not working due to urethral atrophy. The patient had a good outcome.